Event description:
It was reported that the customer was noticing that their blood sugar was staying up even with boluses. Customer's blood glucose went down to 7.0 mmol/l after being 18.0 mmol/l at night. Customer's blood glucose level stayed around 18.0 mmol/l even though they had not eaten much. Customer stated that they did not have a backup with them. Customer did not contact their health care professional for their high blood glucose levels. Customer checked the tubing for air and found some very tiny bubbles. Customer was able to run a manual prime and the insulin exited the tubing. Time and date are incorrect. Customer was assisted with correcting the time and date. Motor error alarm and a off/no power alarm were found in the alarm history. Insulin pump will need to be replaced. Customer had to go back to work so they could not complete the troubleshooting. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)